Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with customer and confirmed that the x-ray was stopped intermittently. Upon further inspection rse confirmed the cause is due to lack of fixed connection between the pedal and the table. The connection between the pedal and the table was restored. After restoring the connection, the system was returned to use in good working order.the codes were updated based on the investigation outcome.evaluation method code was corrected.

Event description:
It has been reported to philips that x-ray was stopped intermittently. System was in clinical use. No harm has been reported to philips.